Event description:
Bladder perforation on patient's left side. Contrast was seen coming out of the sheath. Trocar was repositioned and balloon was delivered. Device was not seen on cystoscopy and positioning was good. Both devices were delivered and placement was satisfactory. Patient was sent home with a catheter for 5-7 days. Neobladder patient (post-cystectomy and prostatectomy).